Event description:
It was reported that during a lap cholecystectomy procedure, the device did not work for the first 5 clips. On the 6th clip, the device fired with the clip being curved upward. The jaws appeared to be bent. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.